Event description:
The provider states the brake assembly broke where the screws are on the brake assembly. The providr will check the date code and give additional information. The provider gave vaild lot number and states this was on the left side. No patient injury reported, no additional information provided.